Event description:
The customer reported that the device would power up but nothing showed on the display. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device would power up but nothing showed on the display. There was no report of pt involvement. The device was evaluated by a philips field service engineer and the symptom was verified. The display was replaced to resolve the reported issue.